Event description:
Reportedly, the subject device was explanted (not returned). The physician suspected a premature battery depletion

Manufacturer narrative:
Preliminary analysis revealed that normal battery depletion occurred.

Event description:
Reportedly, the subject device was explanted (not returned). The physician suspected a premature battery depletion.

Event description:
Reportedly, the subject device was explanted (not returned). The physician suspected a premature battery depletion.